Event description:
It was reported that the patient was hospitalized on (B)(6) 2012, for left side chest pain for two days. Coronary angiography was performed which revealed a mid left circumflex 90% occlusion. The lesion was pre-dilated with a 2.0 x 8 mm voyager balloon. The rx vision 3.0 x 12 mm stent was implanted. After implantation, a dissection was observed which was treated by deploying another 3.5 x 13 rx vision stent without incident to cover the dissection. There was no clinically significant delay in the procedure. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: bmw-uii, inflation: medtronic, guide cath: cordis, sheath: cordis. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the adverse events section of the multi-link rx/otw vision instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.